Manufacturer narrative:
This complaint was opened by mistake on the wrong serial number. A report was already submitted on the correct serial number. Closing this file. -

Event description:
It was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approximately 52 months.